Event description:
It was reported that this patient with a pacemaker system exhibited low right ventricular (rv) amplitudes and is known to have t wave oversensing on the right atrial (ra) channel since (B)(6) 2024. The patient was admitted to the hospital on (B)(6) due to altered mental status and seizures. On (B)(6), the patient was admitted to hospice. The patient was placed on seizure medication. In the early morning of (B)(6), that patient was found unresponsive in the shower with possible seizures. The health care professional (hcp) called back and noted that on (B)(6), the patient passed away. No device allegations were made from the hcp.